Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial and dry. Visual inspection found the lens haptic torn. Dimensional and functional inspection found the lens to be out of specifications. Additional information: h6 - method code 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -09.50 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to patient experienced a refractive surprise, blurred vision and glare/halos. The lens was exchanged for another icl lens and the problem was resolved. Cause of the event was unknown.